Manufacturer narrative:
Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. The band tubing was separated past the ss connector. Red particulate matter was noted on the lap band device near the belt/buckle. Non-penetrating nicks/marks were noted on the port housing and port base. A non-penetrating nick/mark was noted on the junction between taper and the port housing. Needle marks were observed on the port septum. A port leak test was performed and no leakage was observed. A fill inspection test was performed and no blockage was noted when colored di water was passed through the port septum and tubing. An air leak test was performed and no leakage was observed. Under microscopic analysis, the end of the band tubing still connected to the band was observed to have sharp edges. One end of the additional piece of band tubing was noted to have sharp edges. It was observed that there was striated edges on the other end of the additional piece of band tubing and port tubing, consistent with surgical end cut damage

Manufacturer narrative:
Taper ii: a review of the device labeling notes the following: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body. Deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: a patient with the lap-band system was reported to have a "breakage of catheter." The device was removed.